Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient experienced reduced visual quality. The lens was exchanged in a secondary procedure. Clinical reason as mentioned for the exchanged was unsatisfactory vision. The surgeon's prognosis was good additional information had been received and stated that the patient symptoms have been resolved.